Event description:
The user facility reported their washer was leaking vapor which triggered the fire alarm. No evacuations were reported. The fire department was not dispatched to the user facility. No injuries were reported.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified the unit's door needed minor adjustments. The technician adjusted the door latches, ran several test cycles, and confirmed the unit to be operating according to specification. Upon further investigation, the technician was informed that the customer had opened the washer door before the washer's drying cycle had completed. Vapor was released from the unit, rose to the ceiling, and triggered the fire alarm. The operator manual states, "except for emergency, do not open door when cycle is in progress." Also, "drying (vapor removal)- air from chamber is circulated, at a high velocity, through a steam heat exchanger and back to chamber for time interval selected (9 minutes maximum). When phase time expires, unload indicator light glows on main control panel. On unload-side control panel, green in use light goes off and red unload light comes on. Note: on control plate vapor removal light goes on when drying phase is being performed."